Event description:
A caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. There was no adverse impact on the customer's blood glucose level. The customer followed troubleshooting steps guided by technical support, including using different charging cables and adapters, but these efforts did not resolve the issue. Ultimately, technical support decided to replace the faulty pump.